Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported that the footswitch was not going in severe when you kick the side pedal. Additional info received from the technician stated, the remote was used to navigate. The footswitch cord was also wiggled to get the footswitch to work. There was a momentary delay, under 30 seconds. No pt injury was reported.